Event description:
Tap-it was reported that 258 days after implantation of a 2.5x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal branch artery. A pre-intervention stenosis of 98% was reported. It was not reported that the lesion was predilated. A 2.5x8 mm taxus stent was deployed in the 1st diagonal branch artery in the region of the lesion. A post-procedure stenosis was not reported. No info concerning the pt's condition or complications was reported. The pt presented 258 days after the initial procedure with 90% in-stent restenosis in the proximal and mid 1st diagonal artery. Percutaneous transluminal coronary angioplasty (ptca) was performed on the proximal and mid 1st diagonal branch artery using a 2.5x6 mm non-compliant balloon. A 2.5x8 mm taxus stent was deployed in the proximal 1st diagonal branch artery followed by the deployment of a 2.5x8 mm taxus stent in the mid 1st diagonal branch artery. A post-procedure residual stenosis of 0% was reported. The procedure was noted to be "successful," no complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8400658 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.